Event description:
Healthcare professional (hcp) reports home pt (hp) with one incident of the minicap falling off of the hp's transfer set. Hp noted minicap inside of transfer set pouch while preparing for dialysis. Hp notified hcp and received a transfer set change on 6/19/00. The hp was treated prophylactically with vancomycin 1 gm intraperitoneally. No pt injury or medical intervention per hcp.